Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to tip foldover and poor performance with the device. The patient was reimplanted with another cochlear device during the same surgery.